Event description:
This is to report design and configuration of bd alaris ( model 8110) pressure settings. The design is such that the default and the max pressure setting are the same. And this is true for both with or without use of pressure sensing disk (provides more accurate pressure readings and more accurate alarms). The options for pressure selection are low (~200mmhg), medium (~500mmhg), and high(~900mmhg). If default is set to low, it is also the max so it does not allow selection of medium or high. This creates a problem specifically in our when these devices are used in neonatal population (nicu) and pediatric ICU. They need to have low pressure setting to alert occlusion in timely manner, but every once in while a larger baby will need higher pressure settings or if ECMO is run, they have to change profiles to accommodate those children. We have been forced to spend a lot hours to understand the system, the ins and outs of pressure settings and options, to create workarounds for our staff, to be able to protect the smallest population of our patients (nicu preemies), but also be able to provide appropriate care to larger/full term neonates or deliver ECMO therapy (high pressure circuit). If pressure is set to medium to accommodate those, then the smallest population is without protection or nurses have to change pressure setting manually every single time they program the pump (unrealistic, impossible and unsafe). Same design is used for their pressure sensing disk (supply item , tubing with pressure sensing disk to provide accurate pressure reading in the line). Again the maximum pressure setting is the default or starting point once the infusion is programed. The end user is supposed to go behind screen, into options, pressure settings, and then select "auto-pressure" to enable auto pressure feature to adjust the limit to pressure in the line or to a manually programed limit. Again, this is unrealistic workflow for bedside clinician, to depend on them remembering turning on this feature every time, especially when a nicu or picu patient can have over 10 infusions running. And if they forget, the default becomes automatically value chosen as the max allowed pressure, which is a highly unsafe condition. Being able to separate default pressure setting from a maximum setting would provide maximum safety and protection for most critical patient population (neonates and pediatric) where even the smallest of volumes or delays can have lasting or negative impact.

Event description:
This is to report design and configuration of bd alaris (model 8110) pressure settings. The design is such that the default and the max pressure setting are the same. And this is true for both with or without use of pressure sensing disk (provides more accurate pressure readings and more accurate alarms). The options for pressure selection are low (~200mmhg), medium (~500mmhg), and high (~900mmhg). If default is set to low, it is also the max so it does not allow selection of medium or high. This creates a problem specifically in our when these devices are used in neonatal population (nicu) and pediatric ICU. They need to have low pressure setting to alert occlusion in timely manner, but every once in while a larger baby will need higher pressure settings or if ECMO is run, they have to change profiles to accommodate those children. We have been forced to spend a lot hours to understand the system, the ins and outs of pressure settings and options, to create workarounds for our staff, to be able to protect the smallest population of our patients (nicu preemies), but also be able to provide appropriate care to larger/full term neonates or deliver ECMO therapy (high pressure circuit). If pressure is set to medium to accommodate those, then the smallest population is without protection or nurses have to change pressure setting manually every single time they program the pump (unrealistic, impossible and unsafe). Same design is used for their pressure sensing disk (supply item, tubing with pressure sensing disk to provide accurate pressure reading in the line). Again the maximum pressure setting is the default or starting point once the infusion is programed. The end user is supposed to go behind screen, into options, pressure settings, and then select "auto-pressure" to enable auto pressure feature to adjust the limit to pressure in the line or to a manually programed limit. Again, this is unrealistic workflow for bedside clinician, to depend on them remembering turning on this feature every time, especially when a nicu or picu patient can have over 10 infusions running. And if they forget, the default becomes automatically value chosen as the max allowed pressure, which is a highly unsafe condition. Being able to separate default pressure setting from a maximum setting would provide maximum safety and protection for most critical patient population (neonates and pediatric) where even the smallest of volumes or delays can have lasting or negative impact.